Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
It was reported that the battery leaked. There was no allegation of injury associated with this complaint. Product return has been requested for evaluation however; the battery is not available for analysis as of the date of this report, june 25, 2015.